Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a veterinary salpingectomy, the device had issues with sealing vessels on a dog. End tones indicating a completed seal were heard, but the device did not seal or cut well and bleeding occurred. Sutures were used to address the bleeding, and the dog is currently in good condition.

Manufacturer narrative:
(B)(4). Date of follow-up report: 07/09/2016. One used lf4318 ligasure device was received for evaluation, and investigation of the returned sample confirmed the reported issue. Visual inspection found no defects. Testing of the device did not find an issue with inadequate coagulation. An alternate condition was identified, where the device could not be activated by the hand switch button. When this issue occurs, no sealing takes place and no tones sound to signal a completed seal. The instructions for use included with this item caution users not to cut unless an end tone is heard. This was found to be due to a poor crimp within the handle that likely occurred during manufacture. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this issue.